Event description:
The user facility reported, the housing broke at the weld during sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No patient impact, no medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve a break at the weld and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported, that part of the housing's top broke off during sterilization. No patient impact, no medical intervention, no delay and no adverse consequences.